Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of implant failure was attributed to additional trauma. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The im nail has not yet been replaced. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016, that a sign im nail implanted to repair a fracture was broken due to an additional trauma in which the patient fell.